Event description:
Information received from the field does not address the patient's clinical status but notes back-up operation and <300 ohms lead impedance. Emergency vvi restored normal function, but the next day, the device was in vvi mode with intermittent loss of capture.